Event description:
It was noted that a patient presented for a generator change. Device interrogation revealed noise on the atrial lead; it was also noted that the atrial lead was fractured. On (B)(6) 2023, the physician elected to cap and replace the atrial lead. The patient condition was stable.

Event description:
Additional information received notes oversensing noise on the atrial lead.